Event description:
High risk patient (bed) using old used mattress stated that the problem allegedly can get worse by not getting his new mattress on time. Users ribs & side are allegedly bruised & sore. He is irate because his first order (B)(4) was lost and then the neworder (B)(4) that was placed did not ship until (B)(6) 2011 when the order was placed on (B)(6) 2011.